Event description:
Reporter indicated the handheld serial adapter cable was causing the programming wand to not have a good connection. It was reported the cable was visibly kinked. Troubleshooting did not resolve the issue. The wand was returned to the manufacturer and product analysis revealed no performance anomalies. The serial adapter was misplaced; therefore, will not be returned to the manufacturer. Subsequently, a product analysis will not be performed.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.